Event description:
It was reported that the tip of the patient's lead was poking through the skin in the left groin. A surgical repositioning of the lead was performed on (B)(6) 2010. The patient resolved without sequelae.

Manufacturer narrative:
(B)(4).